Manufacturer narrative:
Chipped tooth filling may lead to permanent damage to a body structure. The diamondclean brush head is an accessory to the sonicare power toothbrush.

Event description:
Consumer complained plastic piece in place of bristles lacerated gums and chipped a tooth filling.

Manufacturer narrative:
The root cause of the customer's complaint is molded plastic in bristle fields.